Event description:
During perfusion part of ventilation quantitation scan, the pt's long hair was caught in the gears of the head mechanism of the camera. There was no injury. A small amount of hair had to be cut.